Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Dealer states bed will only function utilizing a power strip and will not work at an ac outlet. While troubleshooting bed, dealer used a secondary power strip and it started to smoke. Went back to the first power strip after the smoke incident and then the bed fully functioned. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 5490 ivc, serial number/date (B)(4) is approximately 11 years old. The owner's manual part number 1114836, has issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6), height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.